Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between august 2015 and june 2017. This is 1 of 5 reports. The subject device is not available.

Event description:
Interventional neuroradiology journal published retrospectively evaluated all intracranial aneurysms treated by stent-assisted coiling (sac) with a single atlas stent in a single medical institution between august 2015 and june 2017. A total of 48 patients with 55 consecutive aneurysms, which were treated with a single atlas stent and coiling. Fifty-five consecutive aneurysms treated with as-assisted coiling were included. Of these, 69.1% were located distal to the circle of willis. Technical success rate was 100%. Except for a minor stroke in a patient who completely discontinued antiplatelet therapy on postoperative day 4, there were no clinical events with permanent sequelae, and 94.1% of patients had raymond-roy score of 1 or 2 aneurysmal occlusion at a mean follow-up duration of 7.9 months. On delayed follow up of one of patients, the follow-up magnetic resonance imaging (MRI) showed enhancing intracranial lesions consistent with a foreign body reaction without neurological deterioration. No specific details associated with product performance, part number and patient¿s status post procedure were documented.

Event description:
Interventional neuroradiology journal published retrospectively evaluated all intracranial aneurysms treated by stent-assisted coiling (sac) with a single atlas stent in a single medical institution between august 2015 and june 2017. A total of 48 patients with 55 consecutive aneurysms, which were treated with a single atlas stent and coiling. Fifty-five consecutive aneurysms treated with as-assisted coiling were included. Of these, 69.1% were located distal to the circle of willis. Technical success rate was 100%. Except for a minor stroke in a patient who completely discontinued antiplatelet therapy on postoperative day 4, there were no clinical events with permanent sequelae, and 94.1% of patients had raymond-roy score of 1 or 2 aneurysmal occlusion at a mean follow-up duration of 7.9 months. On delayed follow up of one of patients, the follow-up magnetic resonance imaging (MRI) showed enhancing intracranial lesions consistent with a foreign body reaction without neurological deterioration. No specific details associated with product performance, part number and patient¿s status post procedure were documented.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, intracranial hemorrhage is known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is 1 of 5 reports.